Manufacturer narrative:
(B)(4) date sent: 01/18/2022 d4: batch # 331a57 h6: component code = mechanical (g04) device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut, with the drivers and with the knife recess below the reload deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with a returned reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. The device opened and closed without any difficulties noted. The instructions for use do contain the following caution: after firing the instrument, open the jaws of the instrument by squeezing the closure trigger and pushing the release button with the thumb. For controlled release, while holding the release button down, open your hand to release the closure trigger. Cartridge drivers are exposed as a spent cartridge indicator. If the instrument becomes locked onto tissue and will not open by pressing the release button, the device can be opened by depressing the release button and pulling the closure trigger simultaneously. Remove the staple retainer from the instrument by pushing on the pad labeled ¿push to remove¿. Hold the cartridge when removing the retainer. Check that the cartridge is fully loaded into the instrument (press down) after the retainer has been removed. Discard the staple retainer. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Problem with removing the red security. After its final removal, it appears that the locking pin is closed. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Could you please provide more details for device issue? The retaining pin was closed and there was no possibility to open device to start working with this device. 2. Did the device close? No 3. Did the device fire? No 4. Did the device open? No 5. Was the device difficult to close on the tissue? There was no possibility to do it. 6. Was the device difficult to fire? N/a 7. Was the device difficult to open? N/a 8. On which firing did this occur? N/a 9. Did the tissue retaining pin lock into the correct position? No 10. Could you please clarify if there were any patient consequences? We didn¿t use this device, we had to take another one. 11. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? N/a if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.